Event description:
It was reported the disposable caused the pump to alarm no disposable. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation: the samples were received with its original packaging, used conditions, decontaminated and inside in a plastic bag. No damage, kinks, bad assemblies, or deformations that could cause the failure mode reported. Functional testing first pump: samples were connected to a pump and no alarms were activated. Functional testing second pump: samples were connected to a second pump to, and no alarms were activated. Conclusions: failure mode could not be duplicated by functional testing, complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.